Event description:
It was reported that the device had early battery depletion. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead had low impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c2tr01, bi-ventricular implantable pulse generator, (B)(6) 2012; 1258t, competitor implantable pacing lead, (B)(6) 2012. (B)(4).